Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned yet.

Event description:
It was reported that the device fell out and catheter damage was confirmed at the junction between the catheter and the balloon. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged balloon was confirmed, and it appeared that the device was damaged during use. One 20fr tri-funnel replacement device was returned for investigation. Evidence of use was observed within the device. A component that was not packaged in the tri-funnel package was found inside the feeding port. The inside diameter at the feeding port was within specification. Feeding residue was observed within the tube. A suture was tied around the feeding tube just proximal to the external bolster. An attempt was made to inflate the balloon with water. Fluid leaked from the balloon 1.7cm from the distal tip of the feeding device. The leak site was microscopically examined. Two slits were observed in the balloon material. One of the slits did not penetrate through the balloon, but showed that the damage was caused by an external source. The adjoining surfaces of the slit material appeared to be striated, which is indicative of sharp instrument damage. Due to the condition of the returned sample, it appeared that the damaged occurred during use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the device fell out and catheter damage was confirmed at the junction between the catheter and the balloon. There was no reported patient injury.